Manufacturer narrative:
The device was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of the amia cassette. This was observed during drain of peritoneal dialysis therapy. The patient was connected at the time of the event. It was further reported that there were four (4) gaps of air in the patient line that are each 1/8th of an inch or larger. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the patient in ending therapy and advised to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.